Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t2 was failed to deploy. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. The delivery needle is bent on two planes.